Manufacturer narrative:
(B)(6). Although the lot expiration date is unknown, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a prolapse cure procedure performed on the unknown date. According to the complainant, the device became jammed and the carrier would not extend/retract ("disrupted the system open/close and was jammed"). The device was unusable and another was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on august 3, 2017. The correct event that happened during the procedure on (B)(6) 2017 was that the capio cage failed to catch the needle, and not the carrier was unable to extend and retract. It was also reported that the distal part was jammed. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an capio slim was used during an prolapse cure procedure performed on the unknown date. According to the complainant, the device became jammed and the carrier would not extend/retract ("disrupted the system open/close and was jammed"). The device was unusable and another was used to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.